Manufacturer narrative:
The doctor indicated that the patient did not suffer an allergic reaction from the titanium alloy healing abutment. The doctor also reported and confirmed that the patient was diagnosed with oral cancer and the condition was not related to the titanium alloy healing abutment.

Manufacturer narrative:
Investigation results: ep healing abutment tha46 will not be returned for evaluation, healing abutment has been discarded. Therefore complaint cannot be verified. No conclusion can be drawn. No lot or order number provided. The review of the complaint history did not provide any indication of a manufacturing deviation that would cause this condition. No further action required at this time.

Event description:
The doctor called cs spain to get the ti composition of our ep healing abutment because the doctor felt that healing abutment may be related to a possible allergic reaction with one of his patients. The doctor indicated that 10 days ago he placed a healing abutment (tha46), 5 days later the patient returned to the clinic with a swollen tongue, reporting that she bit her tongue. The doctor then removed the healing abutment (tha46) and replaced it with a shorter healing abutment (tha44). The following day the patient returned to the clinic with even further enlarged tongue. The doctor removed the healing abutment and refered the patient to the hospital with what the doctor believed was an allergic reaction. The hospital took samples to analyze them for a possible allergic reaction or oral cancer, the hospital believes it looks more like oral cancer. Patient is back at home waiting for results. The implants were placed back in (B)(6) 2014 without any complications, the doctor states that the implants were completely integrated and don´t seem to be the problem, therefore remain implanted.

Event description:
The complaint handler spoke with the doctor on (B)(6) 2014 to verify the patient's condition and he reported that the patient had been diagnosed with oral cancer.